Manufacturer narrative:
Device evaluated by manufacturer: the apex catheter was received with the shelf box. The batch number on the packaging and device matched the reported batch number. There was contrast in the inflation lumen. There was blood in the balloon. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states that the balloon inflated slowly to the appropriate pressure and do not exceed the rated burst balloon burst pressure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and non tortuous mid right coronary artery. A 4.00mm x 20mm apex balloon catheter was selected to post dilate the target lesion. The balloon was first inflated at 14 atmospheres. During the second inflation, it was noted that the balloon ruptured at 10 atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and non tortuous mid right coronary artery. A 4.00mm x 20mm apex¿ balloon catheter was selected to post dilate the target lesion. The balloon was first inflated at 14 atmospheres. During the second inflation, it was noted that the balloon ruptured at 10 atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).